Manufacturer narrative:
Additional info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported the cutter was poor during a vitrectomy procedure resulting in the procedure being canceled. After contacting technical support services (tss), the engineer was unable to recreate the reported issue during troubleshooting. The engineer indicated that the event may have been caused by more of a user issue versus an equipment issue. The engineer also expressed that the staff may benefit from an additional in-service on the system. Additional info was received from a nurse indicating the surgery was completed following a system switch out and the following cases were canceled. There was no pt impact reported.